Event description:
According to the available information, this device was explanted due to left to right distal crossover. A new device was implanted and no other adverse patient effects were reported.